Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the switch was stuck and the power could not be turned on due to an old version/faulty power switch. Based on the results of the investigation for the lamp not lighting up and the front panel not working, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty power switch. However, the specific cause of the faulty power switch was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source needed a full service calibration due to the lights not turning on and the buttons not working. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty old version main power switch which was stuck and depressed. Additional findings include the following: the bottom chassis / front panel chassis were rusted, the front panel mouth was damaged, the lamp had scratches, the socket slider was worn-out causing intermittent use of the high intensity mode, and the scope socket had dust. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.